Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 21:13:28. During night drain cycle four, the patient's ultrafiltration reading was 1490ml, indicating the home patient (hp) drained 1490ml more than their maximum programed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available a supplemental report will be submitted.